Manufacturer narrative:
(D10) concomitant devices: 02-010-01-0240 - logic femoral ps cem left sz 4, 02-012-45-4040 - lgc tibial fit tray cem sz 4f / 4t, 200-02-38 - optetrak three peg patella 38mm. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent an initial total knee replacement on the left side. Subsequently, the patient experienced polyethylene wear without evidence of osteolysis - medial poly wear detected on x-rays. As a result, approximately 10 years after initial replacement, the patient is being monitored and has scheduled 1 year follow-up for x-ray. No further impact to the patient was reported. No other information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A review of manufacturing data was unable to be performed as the lot information of the product involved in the event was not available. A review of complaint history was unable to be performed as the relevant device and event information was unknown. A definitive root cause was unable to be determined; however, may have resulted from prosthesis wear over the course of over ten years of implantation. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.